Event description:
Pt's last two orders of ciba vision focus toric visitint contact lenses lots 3469047 and 3674038 arrived "pre-torn" on the edge of each lens. In some instances pt did not notice before inserting them in their eye and they scratched their eye. Pt contacted the co twice, after attempting to use all the lenses from the first shipment, and then after the second shipment. Please note that although pt has been wearing contact lenses since 1968, pt no longer wears contact lenses on a daily basis, so a number of months passed between attempted usage and discovery of the consistent defects. The co provided a courtesy 4 lenses as a result of the first complaint, and denied they had a qc problem during the second complaint.